Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, it was observed the right ventricular lead had been pierced by the guidewire and the insulation was damaged. The lead was exchanged without issue. The patient was stable.

Manufacturer narrative:
The reported events of internal guide pierced the external insulation was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the stylet partially inserted penetrating the lead consistent with procedural damage. Visual and x- ray examination did not find any other anomalies.